Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 160 units of insulin. Subsequently, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer's blood glucose level was 360 mg/dl. Reportedly, the customer reverted to manual injection and insulin pens for insulin therapy.